Event description:
Received telephone call from clinic who indicated that upon initiation of dialysis (dialyzer first use) blood leak was noted and blood was seen inside the dialysate. The dialyzer and the extracorporeal circuit were discarded. Estimated blood loss 200cc. No adverse effects to pt were noted and no medical intervention was required. MDR filed based on blood loss.